Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade iii-IV), seroma-late, and concern of alcl.

Event description:
Healthcare professional reported "progressive contracture to date - reaching grade iii, IV contracture - with the presence of periprosthetic seroma", " "pain, increased volume", "anaplastic large cell lymphoma", and "probably carrying peri-prosthetic giant cell lymphoma due to the presence of textured breast prostheses". Histopathological markers, final pathology, and cytology not provided. "Easy fatigue, tiredness, myalgia, arthralgia, asthenia and adynamia" were also reported, but not considered device related. This record is for the right side. The device has been explanted. Closed capsulectomy, therapeutic ultrasound, antibiotics, and anti-inflammatories used for treatment.

Event description:
Exam results were negative for alcl.